Event description:
New information noted that the patient was seen in clinic on (B)(6) 2015. The noise could be reproduced through arm movements. No changes were made and the patient could continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple instance of noise were observed on the right ventricular lead through a remote merlin.net transmission. The noise was successfully reverted. Other electrical values were normal. No intervention was reported.